Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on both leads. Additionally, the patient reported a couple falls in the past year and ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2026, wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.